Event description:
Caller reported a malfunction on the pump, specifically displaying malfunction code malf 15. There was no adverse impact to the customer¿s blood glucose level, confirmed not exceeding 500 mg/dl (27.7 mmol/l). Technical support assisted the caller in resetting the pump, which resolved the issue, allowing continued use of the pump.